Manufacturer narrative:
This report is being submitted to relay updated evaluation information and additional information. Pce updated to reflect customer utilized an expired product, tsvtwb8 lot 62956353. Item was placed dec 18, 2020 and expiration date is (B)(6) 2020. No change to investigation summary from initial pce completion.

Event description:
Additional information: upon follow-up, the customer stated that they do not believe that the implants were expired at the time of use. They couldn't use them because the sinus was perforated. Then, when trying a larger implant, the implant still would not stay in proper position. The best treatment at that time was to place a bone graft and have patient heal before trying another implant.

Event description:
No additional event information at the time of this report.

Manufacturer narrative:
This report is being submitted to relay device evaluation results and additional information. The following sections are being reported: h6: component code was added: 4755. H6: health effect impact code was added: 4624 and 4627 h6: investigation type codes were added: 3331, 4109 and 4111. H6: investigation findings code was added: 213. H6: investigation conclusions codes were added: 4310 and 4315. The product was returned for investigation. The reported event is non-verifiable. Based on the evaluation, the device malfunction has not occurred. Additionally, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported device that could cause or contribute to the reported event. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was likely within specifications and likely conforming when the unit left zimmer biomet. DHR review was completed for the subject lot number (62956353). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (62956353) for similar events and no other complaint was identified. The reported event could not be recreated due to the nature of the dental device and event and the complaint is related to the functional performance of the device. A definitive root cause could not be identified. However, based on the investigation and risk file review, the most likely cause determined from the investigation is implant of inappropriate size and improper techniques used in poor quality bone leads to movement of implant. No further investigation and no immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Manufacturer narrative:
(B)(4). Weight unknown / not provided. Additional PMA/510(k) number ¿ k101880. Fax number and last/given name unknown / not provided.

Event description:
It was reported that the implant was placed and the patient's sinus was perforated.